Event description:
It was reported that during initial preparation of a 3.0x18mm xience xpedition stent delivery system (sds) the stent was noted missing from the delivery system. The device was set aside for return and not used. There was no indication that the package had been opened prior to use. There was no patient involvement and another xience xpedition was used. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing component/stent was able to be confirmed. The stent implant had dislodged from the balloon and was not returned confirming the reported missing component/stent. There were crimp marks on the tightly folded balloon between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for missing component/ stent from this lot. Based on the reviewed information, no product deficiency was identified.